Event description:
A report was received that the patient was seeing an infection control specialist physician due to a spreading, non-healing hole over the ipg site. The patient was given medication. The physician does not believe the infection is device related.

Manufacturer narrative:
Additional information received stated that the patient had an infection at the pocket site. The patient's symptoms were reddish skin along with it being inflamed. The patient was given nenocycline and the infection has since cleared. The patient is reportedly doing well following treatment. A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory.

Event description:
A report was received that the patient was seeing an infection control specialist physician due to a spreading, non-healing hole over the ipg site. The patient was given medication. The physician does not believe the infection is device related.